Event description:
Boston scientific crm received information that during the device replacement procedure; the torque wrench was inserted into the is-1 setscrew of this internal cardiac defibrillator (B)(4) and the existing chronic is-1 lead (0161/sn unknown) was inserted into the connector. The same was done on the df-1 distal side. A df-1 plug was put into the proximal port. The impedance on the ventricular lead was over 2000 ohms and on the shock channel over 125 ohms. It was confirmed that the correct shock vector had been programmed (due to the single coil lead). The setscrews were than unscrewed and the lead ends were wiped clean, no external damage was visible. The leads were put back into the connector, however, the impedance measurements were still high. This was repeated a third time, yielding the same results. The leads were removed from the connector and measured with the program system analyzer (psa). All measurements were normal. The leads were connected to the device again, and this time it was noted that neither of the (is-1 or df-1 distal) lead pins were at the end of the port. There was not a visible pin beyond the setscrew. The leads were attempted to be inserted into the port again without success. The decision was made to open a new device (f102/(B)(4)), as after several measurements through the psa the values of the lead were fine and no external damage was noted. The lead was inserted into the port of the new device, however, the lead pin could not be completely inserted. The leads were removed and inserted into the old implanted device (t177). The leads went in easily, and all the values were great. The leads were attempted to be inserted into the second f102 device again without success. At this point, a new t177/(B)(4) device was implanted with the chronic 0161 lead and all the measurements were fine. The two attempted devices were returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device did not note any sign of damage. All of the set screws moved freely. The right ventricular (rv) ring leaf spring was checked using pin gages to access the ability to insert a lead. The diameter was confirmed to be large enough to insert the lead. The lead impedance measurements were within their normal variation; rv impedance = 57 ohms, shock impedance = 50 ohms. Electrical testing also verified that the device was capable of delivering both brady and tachy therapies as programmed. Hence, the lead insertion issue could not be confirmed, the right ventricular leaf spring diameter was big enough to insert the lead.